Event description:
Per the clinic, an audiologist experienced an allergic reaction (date not reported) subsequent to handling a cochlear implant demonstration package, which did not contain functional product. The audiologist used an epinephrine autoinjector to treat the allergic reaction. No reports of further injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the manufacturer, the device was not analyzed due to unusual serial number and missing registration . This report is filed (B)(4). Manufacturer did not assess.